Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia. There were no known or alleged adverse effects received/identified to date. Review of the data currently available for this device showed that the device shocked until therapy was exhausted. At this time, our records indicate that this device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.